Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing without duplicating the report. Review of the device log shows that the user had the device in the incorrect ECG view, lead I, which did not show the ECG signal through the pads. The log confirms that an ECG signal was obtained through pads for the reported timeframe and would have been visible on the monitor if the device had been switched to pads view or defib mode was activated. The user was able to utilize their ECG cables and a lead signal was displayed until the end of the case. Analysis of reports of this type has not identified an increase in trend.